Event description:
It was reported to boston scientific corporation that a jagtome rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the jagtome rx device reached the target site, a piece of thin wire approximately 1/4 inch long could be seen sticking out of the tip of the tome. The tip was not damaged and the cut wire was not broken. The device was removed from the patient. It was noted that nothing was left inside the patient. The nurse inspected the device and tried to remove the piece of plastic described as "thin like a piece of fishing wire", however, it could not be removed. There were no functional issues or any other anomalies noted with the device. The procedure was completed with another jagtome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed